Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality controls (qc) for levels 1 and 3 were within specifications on the date the event occurred. A siemens customer service engineer (cse) inspected, aligned and cleaned the integrated multi-sensor technology (imt). The cse re-adjusted the top seal. The cse set the sample probe to the small sample cup (ssc) container bottom depth and no additional errors were seen. A siemens headquarters support center (hsc) specialist reviewed the instrument data which indicated a calibration error occurred on the day of event. The customer then updated the inventory count of standard a solution and the system calibrated successfully. Hsc concludes the cause of this event is due to operator error which occurred when updating the system software to indicate standard a fluid was replaced when it had not physically been loaded on the system, causing the system to run out of standard a and impacting patient results. The issue was resolved with a successful calibration after the standard a fluid was physically loaded on the system. The cause of the falsely low sodium (na) result is due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The same patient sample was repeated using the original instrument (s/n: (B)(4)) and an alternate instrument (s/n: (B)(4)). The repeat results were higher, than the initial result, and were comparable between the two instruments. It is unknown which repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due the discordant, falsely low na result.